Event description:
According to the reporter, a patient with heart failure, type 1 diabetes, and diabetic neuropathy (autonomic and peripheral) ckd 5 was due to start dialysis through a brachio-axillary graft made on (B)(6) 2024, but this clotted off before it could be used, and a vascular scan on (B)(6) 2024, confirmed graft occlusion. The patient called the unit seeking advice on (B)(6) 2024, as the patient was experiencing numbness and tingling in the left arm; it was worse over night, generally tender, and the patient was given advice and a worsening statement to go to the emergency department if she felt she was having a stroke. The patient then came to the ward for review the next day and noted that the left arm was tense, swelling, no skin changes, and power movement and sensation were intact bilaterally. Ward review was done on (B)(6) 2024, due to significant swelling of the left arm and tingling now radiating to the chest and neck. On the (B)(6), the patient had her CT (computed tomography) venogram, and the line cuff was noted to be out with erythema around the entry site. The line had become dislodged. The patient was given 500 mg of flucloxacillin four times a day for seven days to cover for potential entry-site infections. A CT scan performed due to arm swelling and concerns about central occlusion showed the left internal jugular line appeared to be within a partially thrombosed left jugular and brachiocephalic vein, with a thrombus seen around the tip of the line in the svc (superior vena cava). Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of the dialysis catheter in the unit was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. There was no leak. Tego was not utilized. The catheter had been in place for 11 days. There was no luer adapter issue. Flushing was done prior to dialysis session. Line was not accessed again after dislodgement due to CT report. The plan was to remove the line that afternoon, but the patient had eaten and was unable to be sedated. As remedial action, line was not used, and patient started on anticoagulation after discussion with hematology. The patient was given (B)(4) units of loading-dose subcutaneous heparin with (B)(4) units of twice-daily dosing (these doses were adjusted for the ideal weight). The decision was made to keep the line in situ (in its original place) for now with-+ anticoagulation due to the risk of pulmonary embolism from dislodging clot. The line was removed and replaced with a right-sided tunneled line on (B)(6) 2024, and they were able to proceed and complete treatment. The patient required admission to the hospital; acute anticoagulation and monitoring; line removal; new line insertion; and long-term anticoagulation with apixaban were the interventions and treatments required as a result of the event. There was no blood loss, and a blood transfusion was not required due to the event. The patient was discharged from admission on (B)(6) 2024, until (B)(6), 2024 and was attending usual outpatient dialysis. It had been deemed that none of patient's vessels were suitable for further access attempts, so the patient's line would be the patient's primary access.

Manufacturer narrative:
Additional information: b5, d1, d2 (product code, common device name), d4 (model#, catalog#, expiration date, lot#, UDI#), g3 (date MFR rec., 510k#), h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with heart failure, type 1 diabetes, and diabetic neuropathy (autonomic and peripheral) ckd 5 was due to start dialysis through a brachio-axillary graft made on (B)(6) 2024, but this clotted off before it could be used, and a vascular scan on (B)(6) 2024, confirmed graft occlusion. The patient had left a tunneled line inserted on (B)(6) 2024, to start dialysis. The patient called the unit seeking advice on (B)(6) 2024, as patient was experiencing numbness and tingling in the left arm. Ward review was done on (B)(6) 2024, due to significant swelling of the left arm and tingling now radiating to the chest and neck. The line cuff was noted to be out with erythema around the entry site. The line had become dislodged. The patient was given 500 mg of flucloxacillin four times a day for seven days to cover for potential entry-site infections. A CT (computed tomography) scan performed due to arm swelling and concerns about central occlusion showed the left internal jugular line appeared to be within a partially thrombosed left jugular and brachiocephalic vein, with a thrombus seen around the tip of the line in the svc (superior vena cava). Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of the dialysis catheter in the unit was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. There was no leak. Tego was not utilized. There was no luer adapter issue. The line was not accessed again due to the CT report. The plan was to remove the line that afternoon, but the patient had eaten and was unable to be sedated. As remedial action, line was not used, and patient started on anticoagulation after discussion with hematology. The patient was given 25000 units of loading-dose subcutaneous heparin with 18750 units of twice-daily dosing (these doses were adjusted for the ideal weight). The decision was made to keep the line in situ (in its original place) for now with anticoagulation due to the risk of pulmonary embolism from dislodging clot. The line was removed and replaced with a right-sided tunneled line on (B)(6) 2024, and they were able to proceed and complete treatment. The patient required admission to the hospital; acute anticoagulation and monitoring; line removal; new line insertion; and long-term anticoagulation were the interventions and treatments required as a result of the event. There was no blood loss, and a blood transfusion was not required due to the event. The patient was discharged from admission on (B)(6) 2024, until (B)(6) 2024, and was attending usual outpatient dialysis. It had been deemed that none of patient's vessels were suitable for further access attempts, so the patient's line would be the patient's primary access.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was an ingrowth or catheter migration issue and the device was occluded. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.